Event description:
Removal of endosseous dental implant. According to the clinician 2 implants were placed in site numbers 2 and 3 during a routine procedure in class IV bone. The clinician reports that the implant in site # 2 did not integrate and was removed approx. 2 months post-operatively. According to the clinician the remaining implant is stable.

Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected failure rate for this procedure as published in the scientific literature.